Event description:
It was reported that there were low impedance warnings on both leads consistent with insulation breach. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): proximal conductor fractured, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation had cosmetic metal ion oxidation, the inner insulation was breached and had metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and there was blood in/on the helix/lobe mechanism; partial lead in segments returned and analyzed. (B)(4): inner insulation breached, the proximal conductor was cut, the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic metal ion oxidation, the outer insulation was breached and had environmental stress cracking, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism; partial lead in segments returned and analyzed.